Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2021. H3, h6: part: 04.211.016s, lot: 8l69604, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 11, 2021, expiry date: october 01, 2031, non-sterile part: part: 04.211.016, lot: 383p441, manufacturing location: monument, manufacturing date: september 14, 2021, part: 04.211.016, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm, lot: 383p441 (non-sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.211.016.999, 2.8mm ti screw blank 16mm 2.7 variable angle w/sd8, lot: 306p959. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. Part: 23032, tialnbci2.78, lot: 66p5657. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample va lockscr ø2.7 head 2.4 self-tap l16 ta revealed that the head of the screw had broken off from the threaded portion, and the broken fragment was returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of va lockscr ø2.7 head 2.4 self-tap l16 ta in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the va lockscr ø2.7 head 2.4 self-tap l16 ta. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: 2.7mm variable angle locking screw self tapping, star drive recess. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of right distal humerus. After reduction, the surgeon inserted and fixed the screws sequentially. Locking screws inserted distally were scheduled to be torqued at the end of the procedure. After that, the surgeon fixed the third bone fragment using another company's device to fix a screw inserted from the back to the front. At the end of the procedure, when the surgeon was applying the inserted locking screws torque, the head of the locking screw inserted into the 5th hole from the distal end of the plate got stuck in a driver bit and broke. The shaft of the broken locking screw was removed from the patient¿s body. The surgeon inserted another locking screw and completed the surgery within 30 minutes delay. The patient outcome was reported as stable. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.